Event description:
The facility biomed reported by phone a flogard pump in which "side 1 IV bag was sucked dry?air in line." The device reportedly failed to alarm air in line as intended. Additional event information was obtained from a facility nurse on 20 oct 2009, and the attending nurse on 21 oct 2009. The nurses interviewed stated the patient was a (B) (6) female, (B) (6), who was being treated with remicade (dosage unknown) for crohn's disease. The remicade was set to infuse over approximately 2.5 hours. The pump appeared to infuse as intended and there were no unusual observations until the end of the infusion. According to the nurse, it is not hospital policy to double check pump set up (by a second nurse) but the pump was properly set up and running. When the attending nurse checked the patient at the end of the expected infusion time, she noticed that the remicade bag was empty except for a small amount of drug near the filter, and there was an air bubble in the line but the air in line alarm had not sounded (alarm failure). The nurse stated that the pump did alarm low volume near the end of infusion when the bag volume was low. The patient did not suffer any adverse effects related to the event. The patient was immediately disconnected from the device and the device was taken out of service. The facility biomed received the pump after the incident and stated the tubing and set up were correct. He removed the tubing and bag and has kept it in case baxter requested it and sent the pump to baxter for evaluation. The device has since been returned to baxter for evaluation.

Manufacturer narrative:
(B) (4) the complaint device was received and evaluated by a baxter service technician. The reported condition of "side 1 IV bag was sucked dry- air in line (no alarm)" was not confirmed during the evaluation and could not be reproduced. The device performed according to specifications. No further action is warranted at this time.

Manufacturer narrative:
(B) (4) the device was received by baxter service on 09/30/2009, and evaluation will be performed. A follow up report will be filed upon completion of the evaluation or if additional information becomes available.

Event description:
Device malfunction: none. Symptoms/ae: suspected retinal embolus. Time of symptoms/ae: five days post procedure. It was reported that in 2009, the pt underwent successful xact stent implantation in the left internal carotid artery and left common carotid artery. Two days later, pt had planned coronary artery bypass graft surgery. Three days later, the pt complained of partial vision loss to the left eye, diagnosed as secondary to a suspected left retinal embolism. CT of the head was negative. No treatment was performed. The partial vision loss is continuing, but improving. Though requested, no add'l info was provided.